Event description:
Customer reported a loud noise when moving the c-arm. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the flip flop assembly. System operates as intended.